Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).

Event description:
The customer reported that the spo2 cord that plugs into the radical 7 got gripped by the bed when they were lowering it causing the cable to yank and pull the radical 7 out of the root, where it was locked in place, resulting it in hitting the patient. There was a patient impact reported.